Manufacturer narrative:
The up arrow button on the insulin pump did not respond due to flattened button dome switch. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was attempting to bolus but when he entered his carbs, it ran up to 200 and would not stop. Customer's blood glucose level was 394 mg/dl. Customer stated that the up arrow button was not working. Customer may have been out in the rain today. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.